Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 15-year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there were purge pressure alarms and it was found the yellow-to-yellow connection on the purge sidearm was wet. The purge cassette and tubing were replaced, and the issue resolved. On a different day the alarms returned, and the automated impella controller (aic) was replaced, which did not resolve the issue. The purge cassette was replaced again, and the issue resolved. The aic was sent for investigation. No patient harm was reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other has been completed. The data logs confirm that prior to purge cassette change, multiple purge error messages and alarms were issued. During the inspection of the purge assembly of the console revealed no abnormalities. The console was able to operate to specification with a known good purge system and pump. The cause of the purge issue was not determined, as the issue could not be reproduced during the testing. D2 common device name revised on manufacturer device report 1220648-2024-12720 in accordance with updated procedures. D6a and d6b should have been left blank on manufacturer device report 1220648-2024-12720 e4 should have been left blank on the initial manufacturer device report number 1220648-2024-12720 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-12720 in accordance with updated procedures.